Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to be broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as a result. The clevis is intact, however, the main tube interface wall has collapsed inwards, likely due to overloading at the tip. Engineering also observed the distal end of the main tube to have material removed. There are scratch marks not aligned with the tube axis located directly above the proximal clevis. These marks are likely due to instrument collisions. Directly above the scratched area there is a 2.75" long section with material scraped off, exposing the glass fibers. A 1.75" long, .070" wide streak with glass fibers exposed is located 180 degrees from the other scraped section. The tube damage may have occurred when attempting to remove the instrument from the cannula. No other damage found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the tip of the cadiere forceps instrument did not operate properly. No additional info was provided. No pt harm, adverse outcome or injury was reported.